Event description:
During the shift check, the autopulse platform (sn (B)(4) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering on. The customer tried restarting the platform, checking the lifeband, and testing with a manikin but the error message did not clear. No patient involvement.

Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering on" was confirmed during functional testing and review of the archive data. The root cause of the (ua) 07 advisory message was the defective load cell module 2, likely attributed to mishandling such as a drop or a defective component. Upon visual inspection, the top cover and the front enclosure were cracked, unrelated to the reported complaint. The probable root cause for the observed physical damage was user mishandling. The front enclosure and top cover will be replaced to address the damage. A review of the archive data showed multiple (ua) 07 around the event date; thus, confirming the reported complaint. The autopulse platform failed functional testing due to the (ua) 07 advisory message displaying upon powering up the platform, thus, confirming the reported complaint. The load cell characterization test indicated that load cell module 2 was defective (over reporting). The load cell module 2 will be replaced to remedy the complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).